Event description:
It was reported that the device high voltage energy storage capacitator would not hold charge. The device was used for testing purposes and there was no pt involvement.

Manufacturer narrative:
(B)(4). Physio-control provided the customer assistance and provided the defibrillator energy storage capacitator part number info.